Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/19/2010 that a customer had an issue with a hemodialysis catheter. The customer reports there was a leak in the catheter. The catheter needed to be removed and replaced.